Event description:
Initial reporter indicated, the patient has had continuous hoarseness since two days after implant. The event was reported to be related to the vns implant procedure. The patient has now been diagnosed with left vocal cord paralysis. No interventions are planned. The patient continues vns therapy.